Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (on (B)(6) she underwent a left oophorectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place and fallopian tubes were occluded. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2006. Concurrent conditions included hypertonic bladder. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic left salpingo-ophrectomy, lysis of dense pelvic adhesions on (B)(6)2015). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure removal was not confirmed from source document. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place and fallopian tubes were occluded.; on (B)(6)2011: complete occlusion of the fallopian tubes by essure implant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bleeding, pelvic pain. Most recent follow-up information incorporated above includes: on 2-oct-2020: mr received. Reporter's information added. Medical history were added. Lot no. Added. Seriousness criteria removed for genital hemorrhage. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure (batch no. 822368) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included d & c in 2006. Concurrent conditions included hypertonic bladder. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("unusual bleeding"), abdominal pain lower ("cramping"), menstrual disorder ("unusual periods") and dyspareunia ("painful intercourse"). The patient was treated with surgery (laparoscopic left salpingo-oophorectomy, lysis of dense pelvic adhesions on (B)(6) 2015). At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, menstrual disorder and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: essure removal was not confirmed from source document. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure coils were properly in place and fallopian tubes were occluded.; on (B)(6) 2011: complete occlusion of the fallopian tubes by essure implant. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: bleeding, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.